Event description:
A tech reported change in meniscus during lasik flap side cut, due to possible suction loss. Surgeon repeated flap side cut procedure to make sure it was complete. Flap was able to be lifted, and case was completed. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).